Event description:
The customer reported unable to acquire v3 on 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v3 on 12 lead ECG. There was no reported adverse patient impact. The customer confirmed the replacement trunk cable resolved the issue. The trunk cable was not available for evaluation as the customer scrapped the cable. We will consider this a malfunction of the trunk cable where v3 could not be acquired.